Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d284trk device product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It was noted the lv pace impedance was steady at approximately 995 ohms through 2015-09-28 and spiked out of range on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance increase on both coils and a patient alert for out of tolorance lead impedance had been triggered. High, increasing and fluctuating superior vena cava (svc) lead impedance was observed, along with fluctuating and high left ventricular (lv) lead impedance. A lv lead and rv svc coil fracture were suspected, in addition to a possible connection issue between the device and leads. The device and lv lead remain in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.